Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: the serial number of the device was requested but was not provided, therefore the age of the device is unknown. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the log file was submitted for review due to the system controller producing frequent power elevations, as well as consistently elevated lactate dehydrogenase (ldh). The manufacturer¿s technical services representative reviewed the submitted log file and reported elevated parameters and trends consistent with device thrombosis. Additional information was requested, but was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted at an outside hospital therefore no implant information is available. A computed tomography angiography (cta) and ramp echocardiogram and results revealed inflow cannula malposition. Elevated lactate dehydrogenase (ldh) thought to be due to partial obstruction. The patient was treated transiently with bivalirudin, and then was resumed on aspirin which was previously held for gastrointestinal bleeding (gi). The patient¿s inr goal was 2 to 3 on warfarin and is reported to be stable as outpatient for last 3 months.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.